Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. The technician rinsed the machine, replaced the level sensors and re-ran the transducer lines/tubing correctly to resolve the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine with patient blood found on the interior of the transducer. The issue was found when a fresenius mexico technician serviced the machine for an air detector failure. The technician reported that the transducer lines were handled by an unauthorized staff member, and were set up incorrectly. The technician performed an initial rinse on the machine, replaced the level sensors and re-ran the transducer lines to resolve the issue and return the machine to service. The machine passed all functional tests and returned to service. It was confirmed that no sample parts are available for return. Additional information was requested, but was not provided. If additional information is provided, a supplemental report will be submitted.